Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported by the health professional that there is a revision for thr. Reason for revision due to dislocation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "an open reduction of a tha and subsequent revision surgery is confirmed. The root cause of the recurrent dislocations cannot be determined from this limited amount of documentation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced. The event relates to dislocation for the same device/patient; therefore, no further trending is required for this commonality. Conclusions: it was reported that the patient was revised due to dislocation. The event was confirmed via review of the provided medical records by a clinical consultant. A root cause could not be determined from the information provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the health professional that there is a revision for thr. Reason for revision due to dislocation.